Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was a hasp falling off due to adhesive not fully curing on the fridge door. A field service engineer replaced the hasp with a customer-provided spare adjustable hasp to resolve the issue. The fse confirmed that the smart remote manager was locked and unlocked as intended. The system functioned as intended after the field service engineer repaired the device. Initial reporter state e1.- (B)(6). Initial reporter zip e1.- (B)(6). D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, refrigerator lock was not secured. The customer reported that the malfunction occurred when the user tried to issue medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.